Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of, the outcome of and whether the patient was hospitalized for the peritonitis was unknown. No further information was provided regarding the treatment for the peritonitis or whether pd therapy was ongoing. No additional information is available.